Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. The rewind functioned properly during testing. Also, the pump had a broken reservoir tube lip, a missing reservoir tube o-ring, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, and a cracked reservoir tube.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 65 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.